Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a discrepant low inratio inr result in comparison to an unspecified point of care (poc) inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.8 and 1.6, poc inr: 2.4. Therapeutic range: 2.0 - 3.0. The time between testing was thirty (30) minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint , which was listed as a concomitant device, was returned for investigation. The customer's complaint of discrepant low results was not confirmed during in-house testing. The retain strip testing on the returned monitor met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The returned monitor met functional and thermistor testing requirements during investigation. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.